Event description:
Removal of endosseous dental implant. Implant was 1 of 5 placed in class ii bone during a routine procedure. The implant came out of the site without discomfort when the clinician attempted to remove the cover screw. The clinician rports that the failure may be due to inadequate osseous coverage of the implant in very porous bone.